Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is blank lcd. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed that pca with electrical damage. The customer complaint was reproduced. There were 32 errors have been identified. The device was scrapped.